Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated (the examination lamp did not light up sporadically) due to the failures of the igniter unit. And, it was found that the subject examination lamp was a non-olympus xenon lamp. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc surmised that this phenomenon was attributed to the failure of the igniter unit, which might be caused by the aging deterioration of the igniter unit for long-term use because approximately ten years had passed since the subject device had been installed. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the engineer of the user facility that during the inspection before use, it was found that the emergency lamp of the subject device lit up instead of the examination lamp, even if the examination lamp was new xenon lamp. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.